Manufacturer narrative:
Concomitant medical products: 419378 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds. The lv lead was capped and not replaced. It was also reported the patient's cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and the patient was downgraded to an implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.